Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7122344.

Event description:
It was reported that patients lead was palpable under skin and was trying to protrude from skin. Change of stimulation more in her legs was noted. Seroma was also noted at midline incision site. The patient underwent a lead replacement and repositioned procedure and was doing well postoperatively. The explanted device was discarded by the facility.